Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer pulled the charging cable out of the pump incorrectly. Subsequently, the usb cable became damaged with wires exposed and was no longer able to charge the pump. The pump was able to be successfully charged using a different cable. There was no reported impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.